Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with cracked battery tube threads, a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed an error. The customer's blood glucose was 7.3 mmol/l. The customer had reverted to manual injections. The drive support cap appeared to be damaged. The discontinuation of the device was advised. Nothing further was reported.